Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation with their cervical scs system due to high impedances present on one of the cervical leads. Moreover, diagnostic testing revealed low impedances present on one of the thoracic leads. The patient also reported to be experiencing discomfort not only at their ipg cervical site, but also at their ipg thoracic site. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which cervical lead has high impedances or which thoracic lead has low impedances.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.